Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If relevant additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the likely cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between line and supply bag, which is a use error that can cause system error 2240 alarms. The caregiver (cg) stated one of the supply bags was leaking. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 8 of 12 on the homechoice (hc). The caregiver (cg) stated one of the supply bags was leaking due to a loose connection. The technical service representative (tsr) informed the cg that air was ingested into the system and she would need to end the therapy. The tsr assisted the cg to end the therapy and retrieve the therapy numbers. The tsr advised the cg to dispose of all current supplies used. There was patient involvement. No patient injury or medical intervention was reported.